Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump alarmed for no delivery. She was unable to troubleshoot as it was a past issue that was resolved wtih a set change. The blood glucose reading was 101 mg/dl. Nothing further was reported.